Manufacturer narrative:
The device has not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Medical records have been requested by the manufacturer and have not been obtained to date. Upon receipt of medical records and the completion of the investigation, a supplemental MDR will be filed. Please reference the follow MDR report number related to this report: 2937457-2013-00100.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in drain two of treatment. Upon removing the tubing set, solution was found inside the cycler. The origin of the leak could not be identified. Pt did not receive any prophylactic antibiotics and has developed peritonitis. Sample has not been returned to the manufacturer.